Event description:
Female with history of cancer had trouble with her port working during chemotherapy treatment in february. She had swelling at site of the port but no pain. An angiogram revealed contrast exiting from the middle of the catheter. The pt was then scheduled for removal and replacement of the port on 3/3/98. During removal of the device the surgeon noted the catheter appeared to have split into 3 linear openings as if it had burst. Some fibrous tissue was noted around the catheter otherwise no harm was noted to the pt.